Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including disassembling, inspecting, cleaning and reassembling the kit and tubing set; verifying correct kit components were being used, washed, and dried according to our instructions for use; and verifying no milk backup had occurred and inspected the transformer for damage. A pump in style advanced was sent to the customer and the return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on 8/25/2022, the customer stated that she developed mastitis 6 weeks postpartum and was prescribed an antibiotic. Additionally, she indicated that the mastitis is resolved and the replacement pump is working well. The device was returned with the customer's parts and accessories and was evaluated on 09/14/2022. The device passed suction and cycle specifications. Based on the results of our internal investigation (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On(B)(6) 2022, the customer alleged to medela llc that her pump in style max flow has low suction and she would like a different pump. The customer also alleged that she has had mastitis and clogged ducts in the past but does not have it now.